Event description:
Pt seen in pacemaker clinic and noted to have high threshold. Cxr showed questionable dislodgement of lead. Pt with sick sinus syndrome - taken for ventricular pacemaker lead replacement. Old lead had insulation break.